Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) phoned the customer. The customer confirmed that after unplugging that surgeon side console (ssc) and plugging it back in, they were no longer experiencing any issues. The fse advised that if a surgeon keeps his head in the high resolution stereo viewer but removes their hands from the gimbals, the arms could still move. No additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon side console (ssc) setup, the universal surgical manipulators (usm) were moving by themselves. The caller stated that it occurred with the monopolar curved scissors (mcs) and cadiere forceps instrument. The technical support engineer (tse) noted these were installed in usm 3 and 4. The tse noted 23124 errors on master tool manipulator (mtm) right. The surgeon side console (ssc) 1 had usms at time of call and was not experiencing any issues. Tse recommended reboot, but site declined. Tse recommended using ssc 1 for the remainder of the procedure. Caller stated that they would call back in after the procedure to perform reboot. The user continued with the procedure with no further issue reported. No known impact or patient consequence was reported.